Event description:
The hospital reported that during preparation for multiple coronary artery bypass graft surgeries, five heartstring seals cracked while loading the seals into the delivery tube. Replacement heartstring seal was used to complete the procedure. No complications to the patients were reported by the hospital.